Event description:
It was reported that during a low anterior resection procedure, the registrar was at the bottom end of the patient and when the device was closed, the registrar tried to fire it using both hands but was unable to. The surgeon then came to the bottom end to fire it, when the surgeon was unable to fire the device as well. The registrar reported that the surgeon turned the gun slightly and then fired it but with considerably more force than is usually required. The gun eventually fired using excessive force. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6). Additional information received on (B)(6) 2010: the surgeon said he eventually managed to fire the gun and the staple line appeared normal apart from a hole in the anterior side of the anastamosis, which he hand sewed closed. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.